Event description:
It was reported that the device overheated during a procedure. Another device was used to complete the procedure. There was pt involvement but no adverse consequences or delay in the surgical procedure. There was no medical intervention required.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.